Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed on the subject device. The user replaced the subject device to another device and completed the procedure. The patient had not been under anesthesia and there was no delay more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. After the subject device was turned on, the lcd panel went black-out in a while. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc concluded that the reported phenomenon was attributed to the failure of the electrical circuit board. The exact cause of the failure of the electrical circuit board could not be conclusively determined. If additional information is received, this report will be supplemented.